Event description:
Customer reportedly received result of 143 mg/dl on the advantage system and result below 90 mg/dl on a lab value within 10 minutes. It is unknown if customer received medical treatment. Requested return of suspect device and replacement was sent.